Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood inside the delivery tube. The delivery device was returned outside the loading device. The tension spring assembly and anchor tab were inside the delivery device. The blue slide lock was not engaged and the white plunger was depressed on the delivery device. Based on the evaluation, the complaint for "failure to deploy" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.